Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shut-down occurred.  No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "the receiver case was opened and the internal inspection passed."

Event description:
The receiver case was opened and the internal inspection failed due to moisture damage.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and it passed. The receiver was able to be charged and rebooted. Functional testing was performed and it passed. The receiver case was opened and the internal inspection passed. The log data was downloaded, there was no data within the investigation window. Confirmation of the allegation and a root cause could not be determined.